Event description:
Philips received a complaint by the customer on the v60 indicating that during the pre-use check of the ventilator, no ventilation parameters were displayed after the device was powered on. The department immediately removed the device from service and replaced it with an alternate ventilator. The affected unit was subsequently forwarded to the equipment department for evaluation and repair. No patient involvement was reported in association with this event. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 05mar2026, it was confirmed that during the pre-use inspection of the ventilator, it was observed that the device did not display ventilation parameters after being powered on. No diagnostic report (drpt) or diagnostic error codes were available from the unit at the time of the event. Details regarding troubleshooting performed to identify the source of the issue are currently unknown. To address the problem, the hospital¿s equipment department replaced the gas delivery system (gds), after which the device resumed normal operation. No patient or user injuries were reported. Following the repair, the ventilator successfully passed performance specification testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.